Event description:
It was reported that during a routine device replacement procedure, the right ventricular (rv) lead and the left ventricular (lv) lead both exhibited apparent insulation abrasions. It was visually noted that the rv lead had an exposed electrode. The leads were both capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.